Event description:
It was reported that the ventilator generated an alarm indicating inspiratory tidal volume overrange. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating inspiratory tidal volume overrange. The evaluation of the provided logs confirms the reported issue. However, the customer decided that they will not proceed with any repairs on this ventilator. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).